Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. After physical trauma, the screen became cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a visual inspection of the pump revealed a scratched display lens. No other physical damage was found to the display lens. The pump powered on with a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.